Manufacturer narrative:
Evaluation revealed the sliding core uhmpwe to be the subject product. No further associated products were reported. A review of the device history records could not be carried out as the lot code was no longer identifiable. The received sliding core showed traces of wear, but no evidences of a fracture. Signs of burnishing, pitting, and scratching could be identified on the superior and inferior surfaces of the polyethylene component. Wear and minor delamination were furthermore found at one side of the sliding core, which most likely was linked to bone contact. ¿complications due to the meniscal mobile bearing in tars such as luxation, subluxation, massive wear, and fracture of the pe inlay are rare complications. The cause of these complications is regularly not found in the design of this three-piece total ankle replacement. Causes of failure of the mobile bearing are mostly found in incorrect indication, incorrect soft tissue balancing, incorrect positioning of components, implantation in ankles with hindfoot malalignment and ankle instability¿. In the case presented a (B)(6) year old male patient had been treated with star on (B)(6) 2005 due to a right ankle post-traumatic arthritis. On (B)(6) 2015 the patient complained about pain and swelling causing an activity limitation. An examination of the attending physician revealed: ¿iack of numbness anteriorly. Minimal-moderate edema noted throughout ankle and foot. CT reveals talofibular and subtalar arthritic change. Cystic defect noted in the medial aspect of the talus.¿ pain and cysts had been clinically assessed by a consultant hcp : ¿in most cases ankle arthroplasty comes with significant pain relief. Approx. 60 % ¿ 80 % of the patients are pain free or nearly pain free in the follow up, approx. 20 % ¿ 30 % have moderate pain (e.g. Starting pain), but less than 10 % of the patients have remaining pain or symptomatic pain due to a malpositioning or a malfunction of the endoprosthesis or due to additional arthrosis of the adjacent joints (mostly in rheumatoid arthritis) or soft tissue affections. Treatment is depending on the particular reason for pain.¿ ¿spontaneous bone resorption and cyst formation represents a significant problem in ankle arthroplasty. The symptoms may be mild and will not require specific surgical measures, but in many cases revision surgery with bone grafting may be required. In advanced cases cyst formation may cause a collapse of the arthroplasty requiring implant removal and ankle fusion¿. The exact root cause for the pain could not be found, but the surgeon assumed to be able to address that with grafting of the talar cystic lesion and possibly with a subtalar fusion. Based on the above information the event was not related to a deficiency of the device, but was rather patient related. Cysts, increased ankle pain and/or reduced ankle function are known complications and are listed in the IFU as an adverse effect.

Event description:
Star ankle poly exchange procedure to be done on (B)(6) 2015. Ankle pain and swelling causing activity limitation; implants secure; cyst on talus; lack of numbness anteriorly. Minimal-moderate edema noted throughout ankle and foot. No evidence of infection noted. CT reveals talofibular and subtalar arthritic change. Cystic defect noted in the medial aspect of the talus.

Manufacturer narrative:
The reported device was manufactured and distributed by small bone innovation, inc., (B)(6) and implanted prior to howmedica osteonics corp.¿s purchase of certain assets of sbi on (B)(6) 2014. Stryker became legal manufacturer of this product on (B)(6) 2015 and has taken the responsibility for medical device reporting. Unknown star ankle poly.

Event description:
Star ankle poly exchange procedure to be done on (B)(6) 2015.